Event description:
It was reported that "patient called to report that she had a revision performed due to pain, moving and loosening. Was experiencing pain and swelling and could feel it moving up and down. Patient was told that there was a recall of a stryker knee, and wanted to know if her knee was part of the recall."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.